Manufacturer narrative:
An event regarding arthrofibrosis involving a no 4. Triathlon ts plus tibial insert x3 poly 9mm was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, "in this morbidly obese woman with arthrofibrosis there is no evidence that factors of faulty prosthetic design, manufacturing or materials were responsible for this clinical situation.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported devices are not part of a recall. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. Furthermore, review of the clinical consultant¿s review of medical records noted no instability experienced by the patient and concluded that in this morbidly obese woman with arthrofibrosis there is no evidence that factors of faulty prosthetic design, manufacturing or materials were responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported that this patient has been having severe pain, instability and limited range of motion with her knee since the primary surgery. She has a lot of fluid and swelling around the patella and knee implants. Pain in the back of the knee and numbness from her knee to her ankle. X-rays, MRI and bone scan has been performed but have not received results.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted

Event description:
It was reported that this patient has been having severe pain, instability and limited range of motion with her knee since the primary surgery. She has a lot of fluid and swelling around the patella and knee implants. Pain in the back of the knee and numbness from her knee to her ankle. X-rays, MRI and bone scan has been performed but have not received results.

Event description:
It was reported that this patient has been having severe pain, instability and limited range of motion with her knee since the primary surgery. She has a lot of fluid and swelling around the patella and knee implants. Pain in the back of the knee and numbness from her knee to her ankle. X-rays, MRI and bone scan has been performed but have not received results.

Manufacturer narrative:
Additional product added to the complaint after the initial medwatch was submitted. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rau005. Cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m7v47h . Cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: hnedd. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: ecfjc. Cat. No.: 5515-f-501, triathlon ps fem component, cemented, lot code: gypid. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: 81lx. Cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: rd7v026e. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation.